Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu alarmed for a system error approximately 10 minutes after hanging a primary blood infusion of 320ml prbc's (packed red blood cells) with 100ml normal saline at 100ml/hr in the outpatient infusion center. Upon troubleshooting the alarm, it was noticed that the blood tubing was leaking where the saline line and blood line connected, above the filter. The blood was leaking onto the back of the pcu, however when biomed opened the unit to clean it, there was no blood that had leaked inside. The customer was concerned that the blood may have leaked under the wireless card cover, however the blood was cleaned from the pc unit, and it subsequently operated as expected. There was no patient harm. Biomed later reported that after the facility examined the event logs they were able to see the error code 600.6840. They ran the pump overnight and it remained connected to the network. The customer stated the device does not need to be investigated as they have all the information that they needed, and the device is currently functioning well. They also stated there were no further details that they could provide regarding this event.